Event description:
The user intermittently received zero and negative calcium results for qc material and pt samples. Eight pt sample results and one random qc result was provided. All results are in mg per dl. Sample 1 initial result was 10.9 repeat result was 9.4. Sample 2 initial result was 13.3, repeat result was 9.5. Sample 3 initial result was 11.3, repeat result was 9.7. Sample 4 initial result was -7.3, repeat result was 9.6. Sample 5 initial result was -1.3, repeat result was 9.4. Sample 6 initial result was -1.8, repeat result was 8.9. Sample 7 initial result was -1.7, repeat result was -1.7, repeat result was 9.9. Sample 8 initial result was 12.4, repeat result was 9.3. The initial random qc result was -4.1, repeat result was 12.8. The negative results for the pt samples had been reported by the lis as 0 mg per dl. No pts were adversely affected. The field service representative determined foreign material plugged the cell blank squeegee nozzle causing the cells to overflow. He removed the gelatinous plug from the tip of the cell blank squeegee and cleaned the calcium channel and common line. To verify the analyzer operation, he observed mechanism checks with no issues and ran calibration and qc.